Manufacturer narrative:
Exchanged part will be returned for investigation. A supplemental report will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the ventilator unit generated an alarm indicating ventilation disabled during pre-use check. There was no patient involvement. (B)(4).